Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had programmed anti-tachycardia pacing (atp). Upon review, it was noted that the patient was not getting all programmed atp. This device currently remains in service. No adverse patient effects were reported.